Manufacturer narrative:
The lens was returned in a specimen cup on a wet sponge material. The specimen cup had a label with the patient information. Viscoelastic was observed on the lens. The lens was cut across the center into two pieces. Power and resolution could not be verified due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the patient¿s visual issues could not be determined. Power and resolution could not be verified due to the optic damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model(2.25cyl), 21.5 diopter lens was replaced with a non-company non-toric 20.0 diopter lens. This may indicate the replacement lens was an improved choice for the patient¿s visual needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced poor quality vision. Clinical reason was mentioned as poor quality vision, glare and refractive surprise. No change in vision even with glasses. Additional information was requested.